Event description:
On (B)(6) 2024, during a hip replacement procedure after using the yankauer, it was identified that the tip of the yankauer suction broke off. There were attempts made to locate the tip within the body cavity. After sufficient irrigation/suction and manual exploration of the wound was completed without finding the piece it was decided to close the patient. Xray's were also performed intraoperatively, that showed no retained device. The concern was since this piece was plastic, it may not show up on x-ray. To date the patient has not had to have a re-operation or any ill effects. Currently doing well with recovery.